Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient received inappropriate shocks due to electromagnetic interference with the device. In addition, inhibition of pacing was observed. The device remains in use. No further patient complications have been reported as a result of this event.